Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added to the following fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event of error code e226 occurred due to damaged connector pin in video connector socket. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found unit was malfunctioning and error display caused by damaged pin in video connector socket (ex board). Additionally, footswitch connector is functional but slightly deformed, minor deformation on bottom left chassis, not affecting functioning. Four devices were sent in with same complaints and evaluation found same defect in all four. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center shows error code 226 when plugged into. There were no reports of patient harm.